Event description:
It was reported that this cardiac resynchronization therapy with a defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The healthcare professional (hcp) stated that the device gas gauge showed one year remaining and that the device has reached battery capacity depleted a year ago. Boston scientific technical service (ts) discussed this indicates end of life (eol) and since this occurred over 1 year ago, the device may not be able to capture at any time. The hcp will work to get the device. Additionally, the patient with this device has dementia. Subsequently, this device was explanted. No additional adverse patient effects were reported.